Event description:
A pioneer catheter (MFR#2953200-2010-02200) was selected for use in a pt for the endovascular treatment of a heavily calcified sfa lesion. It was reported that the pioneer was unable to cross the lesion. When the catheter was removed, it was noticed that the rx tracking wire lumen had pealed off and the wire was exposed. A second pioneer was advanced, but could not cross the lesion and was removed from the pt. The tracking wire lumen was also noted peeled off and the needle was exposed on the second pioneer. The case was aborted and the pt was reported to be fine.

Manufacturer narrative:
(B)(4). Evaluation results/conclusions: heavily calcified lesion.